Event description:
It was reported that the patient had a revision on the asr xl left hip implant. The reason for the revision was alval/soft tissue reaction. This is in addition to the previously reported condition of pain.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the united states. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient has to be re-operated because of the pain. Date of primary: to be advised date of revision: to be advised. Update: added side to be revised, original and revision surgery date, type of product, hospital name and reason for revision. Received: october 25th 2012. Type of hip replacement product: asr xl, hip(s) to be revised: left, reason(s) for revision: alval / soft tissue reaction - pain. Update rec'd 21 jan 2014 - additional stem, change of (B)(6) contact. Update received 28 october 2014. Additional hospital added: (B)(6). Manufacturing dates and expiry dates added.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore no DHR (device history record) review for this individual asr component will be carried out at this point in time. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The investigation to determine root cause was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has to be re-operated because of the pain.